Event description:
On (B)(6) 2012, during the 2 year maintenance of cardio help (serial number (B)(4)) it was identified that the display of the unit was flickering, the grounding pin on the sensor panel was broken, and one of the battery housing screws were broken. This medwatch is being submitted for the display of the unit flickering. Medwatch with MFR report #8010762-2014-00654 will be submitted for the broken grounding pin on the sensor panel. The broken battery housing screw is not a reportable event; therefore, no medwatch will be submitted for this event. (B)(4)

Manufacturer narrative:
(B)(4). The unit was returned to (B)(6) for repair. Service order (B)(4) was generated for this repair. The human machine interface (hmi) pcb, the backlight inverter, display, led foil, and control foil were replaced.(B)(4)